Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause could be that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the plastic distal end cover had a burn. In addition, light guide fiberglass and charged coupled device glass were crystallized. There were no reports of patient involvement.